Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. The blood glucose reading was 93 mg/dl. Customer treated with the insulin pump. Customer stated that the keypad was unresponsive and that she was unable to clear the alarm. Customer stated that she did not recall the insulin pump getting wet. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.